Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. Version: 1.0.7493. Other relevant device(s) are: product ID: a810, serial/lot #: n/a, ubd: n/a, UDI#: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine (1.8 mg/ml) at a dose of 12.7408/day, naropeine [9.4 mg/ml] at a dose of 66.5354 mg/day, and prialt [0.5 mcg/ml] at a dose of 3.53912 mcg/day via an implantable pump at flex rate dosing. It was reported that the patient¿s pump was filled on wednesday, (B)(6) 2020 with 40 ml (and was programmed with 40 ml). On friday (B)(6) 2020, the patient went to the hospital complaining of pain. At pump interrogation, the error messages 112 and 243 (meaning pump memory error) were seen and the medication/infusion information had to be re-entered. It was indicated that no alarms were reported or heard. No errors or motor offsets were reported in the logs either. It was reported that it was confirmed that the patient wasn't exposed to MRI/emi/other environmental sources. It was noted that after reprogramming the pump, the patient's symptoms were better. It was stated that due to the complexity of the patient's medical condition, it could not be determined whether the onset of symptoms was due to the pump's memory error, or other medical conditions of the patient. Per the interrogation of the pump, the reservoir volume after the medication information was re-entered was 37.7 ml, but the physician reportedly calculated a volume of approximately 30 ml. Further investigation was planned to verify the actual volume of the drug. The a810 clinician programmer software (version 1.0.7493) was used to program the pump. Additional information later received indicated that the hcp did investigate the drug volume further on (B)(6) 2020. They removed 21cc for a reported theoretical 17 cc (per the interrogation report, the expected volume was 17.4 ml). It was stated that the pump didn¿t work for at least 36 hours, so there should have been at least 10 cc less (per the hcp). Application logs from the tablet were requested, but it was indicated that the logs from the relevant dates ((B)(6) 2020) could not be found in the tablet by the hcp. No further complications were reported.